Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection a was performed and identified crack in the rim of the minicap. Functional testing of the device included leak testing and identified a leak through the crack in the cap. The reported issue was verified; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned minicap transfer set, the minicap was found to be cracked. There was no patient involvement. No additional information is available.